Manufacturer narrative:
Heartsine determined the root cause of the reported fault to be a manufacturing process failure. The device was scrapped by heartsine and the customer was provided with a replacement device. The hdf-3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The customer contacted heartsine to report that their device was missing pogo-pin gaskets. In this state the device's resilience to moisture ingress would be compromised which may result in future failures of an unknown nature. There was no patient involvement reported with the event.